Event description:
It was reported that the physician performed a therapeutic procedure on a pt, during which a calculus was removed from the pt using a balloon and a jagwire. The following day when a fluoroscopy was performed on the pt, the separated tip of the device was observed in the pt's biliary duct. The physician then checked the guidewire used in the procedure, and saw that the tip was missing. The separated tip was then succesfully removed from the pt by use of a snare. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.